Manufacturer narrative:
The thermogard xp ivtm console (s/n (B)(4)) was evaluated at the customer's site. The reported complaint of "the thermogard xp ivtm system displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review. The root cause of the tcmid:05 error was the defective lm34a/b temperature sensor, due to a defective component. Visual inspection of the thermogard console was performed, and no physical damage was noted. Unrelated to the reported complaint, the color of the glycol in the coldwell was dark brown, possibly caused by contamination from saline or other foreign substances. The glycol was drained, and the coldwell was flushed and filled with fresh glycol. In addition, it was noted that the customer was using a non-zoll power cord. Zoll service personnel advised the hospital biomed to replace the cord with a zoll power cord. The event logs were reviewed and multiple tcmid:05 (coolant diff failure) error messages were observed around the customer's reported event date; thus, confirming the reported complaint. Initial power-on-self-test (post) did not generate the reported tcmid:05 error message. However, further investigation revealed that the lm34a/b temperature sensor was defective, and it was replaced to remedy the tcmid:05 error messages observed in the event logs. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number s/n (B)(4).

Event description:
During setup for treatment, the thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:05 (coolant diff failure) error message. Another ivtm system was used to complete the patient treatment with minimal interruption. No consequences or impact to patient.